Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found that the secondary probe wash cup was leaking, and replaced it to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4)..

Event description:
The customer reported a fluid leak of approximately 1ml from the manual probe in a coulter lh 500 hematology analyzer while running controls. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.